Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11174. It was reported the pt had lost stimulation in his low back and leg. In addition, the pt was receiving unwanted stimulation in the abdomen and shoulder. Follow up identified the physician replaced one of the leads. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.